Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contractions ablation procedure, a pericardial effusion occurred. During pacing with the ablation catheter, it was indicated the quad catheter perforated the right ventricle. The patient was nauseated and an ultrasound confirmed an effusion on the right side of the heart for which a pericardiocentesis was administered to stabilize the patient. There were no performance issues with any abbott device.